Event description:
It was reported that the doctor was allegedly pushing the plate up with the handle and it cracked.

Event description:
It was reported that the doctor was allegedly pushing the plate up with the handle and it cracked.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. (B)(4).

Manufacturer narrative:
The macroscopic investigation of the returned instrument revealed that at the front part of the black grip a fragment of the plastic was broken. Within the functional test, a correct function of the ratcheting mechanism such as a smooth running slider for activating the ratcheting mechanism was determined. Based on the available information, the root cause for the reported event cannot be determined.